Event description:
(B)(4). This is report 1 of 2. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized the following day for the event. The cause of the peritonitis was unknown. Treatment was not reported. Dianeal and extraneal therapies were ongoing. The patient was discharged from the hospital and was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a break in aseptic technique, also described as poor aseptic technique, which led to peritonitis on (B)(6) 2013. The patient was hospitalized on the same day, for the peritonitis. The treatment for the peritonitis included unspecified antibiotics. The patient was not retrained on aseptic technique. Three days later, the patient was discharged for the hospital. However, it was unknown if the patient recovered from the peritonitis. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12g22054, h12i18041, and h12h29107 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.